Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor multifunction defibrillation pads indicating that the liner paper of the pads is upturned, causing the pads to be unusable and unable to be peeled. There was reportedly no patient involvement. There are no reported issues with any device. This report was initially submitted as in use on a patient, however, additional information received via good faith effort clarified there was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips sales and marketing representative and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the pads were not available for return. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor multifunction defibrillation pads. There was reportedly no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips sales and marketing representative and has been investigated by the philips complaint handling team. Available details indicate that a new set of pads were opened, and the pad which had been placed on the non-laminated side of the pads liner and could not be removed. A photograph illustrating the allegation was made available, but the pads were not available for investigation. Based on the information available and the photograph provided, the reported problem was confirmed. This is a confirmed manufacturing issue. Based on the information available, further action has been initiated. The investigation identified a manufacturing issue and further action has been initiated. The pads were replaced to resolve the issue. If additional information is received, the complaint file will be reopened.

Event description:
It was reported there was a multifunction defibrillation pads issue during clinical use. Additional details have been requested. The device was in use on a patient and there was no impact to the patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.